Event description:
During follow-up, right ventricular (rv) oversensing was noted due myopotential oversensing. The device was reprogrammed again to resolve the issue and the patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, non-sustained oversensing (nso) on the right ventricular (rv) channel was noted due to myopotentials. Technical support was contacted and suggested reprogramming. Reprogramming was performed to resolve the issue. The patient was in stable condition.